Manufacturer narrative:
(B)(4). Device a and b was returned with the distal tip of the blade broken off. The blade tip was not returned with device a. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field on both devices. The device were activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade device b batch (B)(4): mfg. Date 9/27/2012, exp. Date 8/27/2017.

Event description:
It was reported that during a laparoscopic hepatic lobectomy, an error 5 was displayed and the device became not to be activated. When the device was checked outside the patient, the blade was broken off. The incident occurred in two devices. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning.